Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional unk armada device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the occluded anterior tibial artery with calcification. An armada percutaneous transluminal angioplasty (pta) catheter was advanced with resistance with the anatomy noted, and ruptured at 10 atmospheres. Then, the 3.0x200 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was prepped without issue and advanced easily to the lesion over a command guide wire. During inflation, the device was leaking around the black hub and would not reach nominal pressure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another armada pta catheter was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual, functional and scanning electron microscopy inspection/analysis were performed on the returned device. The reported leak and inflation issue were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis. The sem report determined the device leakage from the distal end of the luer may possibly be attributed to channels/gaps in the adhesive at the distal bonding areas. Possible channels/gaps were documented at radial cross-sections made distal and proximal to the glue port at the distal adhesive bond area. The investigation determined a potential product quality issue based on the reported leak, inflation issue and noted channels/gaps in the adhesive at the distal bonding areas of the luer. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.